Manufacturer narrative:
Device analysis report attached. This report is submitted on november 03, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report.